Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's ( aecm) active exhalation control module was replaced to address the issue. In addition, the following parts were replaced to prevent failure: trilogy o2 pm1 kit, exhaust fan assembly and 43-micron filter. The keypad and front enclosure were repair due to cosmetic damage.